Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for non-malignant pain. It was reported that about a month after implant, when the patient would connect to the pump to bolus it had been taking longer and longer. It took over 12-14 minutes to request/receive bolus and the app would time out. They were at the doctors office currently and the doctor couldn't connect to the pump. Agent reviewed data and walked them through deleting the data. They were able to connect to the pump request/receive bolus with no lag. They would call back if they needed further assistance.

Manufacturer narrative:
Continuation of d10: product ID a820: product type software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient reported that was taking a long time to go through the motion of delivering or to get to the bolus screen. When they pushed the button to bolus it would take 4 or 5 minutes and then another 3 to 4 minutes and almost like 10 minutes in between by the time they push the button until it was done. Once they were walked through clearing out the data on their handset, they were able to connect. They also mentioned they were getting long bolus lockouts. They confirmed their bolus restriction window was 5 boluses/24 hours.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a consumer, and it was reported that a few months ago it was taking so long to go between cycles and running down the battery. They called mdt and had the data cleared. The healthcare provider told him to call medtronic to walk through some steps to clear out some memory. The agent walked the patient through the steps, and the patient was able to successfully clear the memory. The troubleshooting steps that were taken on the call resolved the issue. It was noted that the patient called back in previously about the issue and it was resolved until a few weeks ago.